Manufacturer narrative:
Philips service reinstalled the tsm module software and replaced the geo ipc ivybridge with zmp can and io. The system was functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was not possible due to geometry and software crash on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.